Event description:
It was reported that asymptomatic patient presented for a follow-up. During device firmware upgrade, the device reverted to backup vvi reset mode. No further information was reported in attempts to successfully complete the upgrade. The device was restored to normal function.